Manufacturer narrative:
(B)(4). The hardware was returned for evaluation. Fixation rod appears to have broken in more than one location, and all three of the returned fracture surfaces are 100% damaged. One fracture surface appears to display some evidence of progressive striations, indicative of fatigue. No other additional information able to be obtained due to the amount of damage. Discoloration noted on rods. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that sometime post-op the patient underwent a revision surgery to have hardware removed and replaced with similar hardware. No patient complications were reported.